Event description:
Event description guidant received information that, after delivering tachycardia therapy, this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited an increased pacing impedance, up from 300 ohms to 1200-1300 ohms. Sensing of r-waves had decreased, and the lead did not capture in the right ventricle at maximum outputs. The shock impedance was within normal range, and no noise was observed on the realtime or stored electrograms. It was suspected that the patient's condition may be playing a role in these measurements. Later, it was reported that the shock impedance after a 1.1 joule shock was 44 ohms, but after the 31 joule shocks was 27-29 ohms. Technical services suggested that the device and lead measurements be rechecked after the patient became more stable.